Event description:
On (B)(6) 2012, animas received a message from the patient's cde stating the patient was hospitalized with dka after his/her animas insulin pump stopped working. The cde wanted the patient to start pump therapy again since he/she has not been using the subject pump. Animas made several attempts to reach the patient to obtain more information but was not successful. This complaint is being reported because, the patient allegedly hospitalized for dka after the subject pump not longer worked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.